Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 75-year-old male underwent impella cp (B)(6) placement on (B)(6) 2026 at 14:30 for pre operative hemodynamic support. The device was inserted percutaneously via the femoral artery in the catheterization lab, after which the patient was immediately taken to the operating room for CABG. Approximately three hours after impella placement, at 08:00 on (B)(6) 2026, the patient developed lower limb ischemia, characterized by peripheral cold sensation. The ischemia was diagnosed during/after sheath insertion and attributed to impella use, with the patient¿s vessel diameter reported as <2.5/4 mm. The impella cp was removed at 19:00 on (B)(6) 2026, and the ischemia resolved following device explant. Due to ongoing clinical needs, an impella 5.5 was surgically implanted via the right axillary/subclavian artery on (B)(6) 2026 at 12:00 am, product return is not expected for the impella cp, and no device damage was noted. The patient¿s outcome is pending as he is currently on support. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
B3 and d6b was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.